Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of the stored electrogram (egm) of this implantable cardioverter defibrillator (ICD) due to concerns of device exhibiting undersensing and delivering inappropriate therapy due to atrial fibrillation (af) with possible rapid ventricular response (rvr). Ts reviewed the provided data and confirmed that the device delivered inappropriate bursts of anti-tachycardia pacing (atp) and shocks. The device successfully converted the rhythm. Ts also noted the ICD had recorded out of range intrinsic amplitude measurements accompanied by atrial undersensing. Ts advised the hcp to consult the electrophysiologist (ep) for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.